Manufacturer narrative:
Investigation underway. Follow-up will be filed as necessary based upon investigation results.

Event description:
It was reported that the mattress had a foul odor and that there were stains inside the mattress. There was patient involvement, however no adverse consequences were reported.